Event description:
It was reported that the patients leads were too far left. The patient underwent a revision procedure wherein the physician pulled the leads down and midline. The patient was doing well postoperatively. The leads remained implanted. Additional information was received that there was no lead migration.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129138.

Event description:
It was reported that the patients leads were too far left. The patient underwent a revision procedure wherein the physician pulled the leads down and midline. The patient was doing well postoperatively. The leads remained implanted.